Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to login to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. A technical support specialist (tss) installed aduc through server manager and located the user account in active directory, reviewed authentication events and identified multiple failed login attempts, coordinated with customer, who had previously contacted the service desk and was redirected to pyxis. Tss contacted the help desk, who agreed to follow up directly with customer regarding account unlock assistance in active directory, reconnected with customer, who indicated information technology (it) had advised customer to escalate further with manager, although no direct action was taken by information technology (it) or management, the user eventually regained access to the server. The customer confirmed the issue was resolved and approved case closure. The system functioned as intended after the technical support specialist investigated the issue.